Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 01oct2024. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active despite reseating and exchanging the backup battery. No other notable events were observed in the log file for the reported event date. The system controller (serial number (B)(6)) was returned for analysis; however, the backup battery faults triggered by the load test could not be reproduced. Per provided event information, the alarm did not resolve upon exchanging the backup battery. The controller was exchanged, and this did resolve the backup battery fault alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 02may2023. No deviations from manufacturing or qa specifications were shown from the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm that did not resolve with ebb exchange. The system controller was exchanged which resolved the alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.